Event description:
The customer reported that prior to use on the pt, the pencil was connected to the generator and the button pushed. The pencil would not activate. Another pencil was used and it worked w/o any problem. Initial eval of the incident pencil found a hole in the cord insulation. The cord failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.